Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the personality module audio/video. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the site encountered repeated non-recoverable faults on the system. Tse reviewed logs and found personality module audio / video (pmav) producing the fault. Tse had customer hard cycle the vsc, reseat fibers and disconnect the dvi cable plugged into the pmav and issue persisted. Site did not have a secondary vsc available. Site was unsure how they are going to proceed. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure outcome is unknown with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the personality module audio/video for failure analysis investigation. The unit was analyzed and in log reviews, error 307 was found indicating that the fault had occurred in the field. Visual inspection, no issues were found that is related to the report issue. The pmav was installed onto a golden system (is 4200) where the video issue was triggered by indicating faults on the vbr, replicating the reported event. Then the golden system was set to run video test, 10 minutes sine cycle 10 power cycles & sitting idle for 1 hour. Once testing was completed, the system error logs was inspected, and verified that vbr was the source of the fault. The root cause is attributed to an electrical issue of the vbr in the pmav. This issue can be resolved by fse replacement of the pmav.